Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was removed by the surgeon and discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that surgical intervention was planned, but not booked yet.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0210814682, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a dislodged lead that occurred during normal use. The consumer had an a/p x-ray and lateral x-ray. The hcp reviewed x-rays of the consumer¿s lead position and could see that the lead had moved out of the sacrum. It was noted that the consumer went to the hcp because she started to not feel stimulation. The consumer stated that they felt that they had not done anything that would have led to the lead movement other than her occupation as a cleaner. The consumer had not experienced any discomfort; the only change was that they were suddenly unable to feel stimulation. The hcp plans to put in another lead (a longer one) when available. It was noted that due to the consumer¿s occupation, she needed to bend over to clean under beds, etc. And perhaps due to the high positioning of the ins, tension on the lead could have caused the migration. The hcp felt that due to the excess skin on the buttock that she will continue with the current ins location, but use a longer lead in future. There were no further complications reported and/or anticipated.